Event description:
Cna's report transferring resident from bed to commode. Sara lift and 2 assistants. Cna's report hearing a loud crack. The sara lift malfunctioned and the resident fell to the floor landing on right hip area. Resident also hit head on bed frame causing a 3 1/2 - 4cm laceration to back of head noted with active bleeding. Complained of slight right hip pain with external rotation noted.